Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise oversensing in the primary vector. The patient was exercising at the time the shock was delivered, and amplitudes were noted to be lower during the episode. Technical services (ts) reviewed device data and provided programming recommendations. This s-ICD system remain sin-service. No additional adverse patient effects were reported.